Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused blisters, "wraps involved in blisters on the neck". The cause of the wrap causing blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. A recall was issued on (B)(6) 2019, upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Batch s97473 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec ####, effective: 28nov2016. There were no wrap attribute or variable defects recorded for the batch that would affect wrap temperature. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperature. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch.

Event description:
Event verbatim [preferred term] her skin was burned, tender, red, and blistered [burns second degree] , when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke [device breakage] , she had one of the wraps that did nothing [device ineffective] , ishe says whenever she has the neck tightness and pain she uses the back pain therapy wraps for her neck. [Device use issue] , now she has a mark and scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A 51-year-old no pregnant and no post-menopausal female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number s97473, expiration date mar2020, from 2019 to 2019 at unknown frequency for neck pain and neck tightness. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for product used for unknown indication and experienced no adverse effect. The patient previously used other heating pad and rice packet products for pain relief and did not experience a problem and symptom with one of these products. The patient opened pack, took off the sticker and put it on her body not too tight and not too loose. The patient used all day thermacare was used. She stated she bought some of the thermacare patches that wrap on the neck and one of them broke in 2019. She didn't know it was a problem until when she took it off and instantly her skin was burned in 2019. The area was really tender, red, and blistered. She said (company name) printed out on her receipt a recall notice for the thermacare products. She used the thermacare back pain therapy patches about 2 or 3 weeks ago. She ended up treating the area that was blistered and burned with some over the counter antiseptic burn cream and covered it. It took about 10 days to heal and now she had a mark and scar in 2019. She said whenever she had the neck tightness and pain she used the back pain therapy wraps for her neck in 2019. She then stated she had purchased 2 boxes of the product and the receipt said they were the same when asking about the upc, lot, and expiry. She stated she could find the second box at the moment. She said she will never use these pfizer products again. She had permanently stopped this product the same day she used it 2-3 weeks ago. She then mentioned out of the 2 boxes she had one of the wraps that did nothing and then the next day she had the one that broke in 2019. She had it on all day at work and it started to cool off. When she got home and took a shower she noticed that it must have broken and removed the piece left and her skin was burned. She asked if people really were that stupid and go the doctor if they have a burn that can be treated by themselves. She asked why was the product recalled. The patient was not currently under the care of a physician for any medical condition. She classified skin tone as medium, she did not have sensitive skin, and no any abnormal skin conditions. The color of the box patient purchased was red box. The patient was not engage in exercise while using the product (for example, running, bicycling). She checked her skin under the product while wearing thermacare, and she read the usage instructions on thermacare beforw using the product. She did not consult a healthcare professional for the problems/symptoms. She used herself over the counter antiseptic burn cream and covered it. It took about 10 days to heal. The packaging was sealed and intact. She might have some of the product left to send in if needed, she would have to dig through her drawer, however it was unsure if the sample can be available to be returned. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events "her skin was burned, tender, red, and blistered" and "when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke" was recovered in 2019, the outcome of the other events was unknown. According to the product quality complaint group per updated summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused blisters, "wraps involved in blisters on the neck". The cause of the wrap causing blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. A recall was issued on 04-apr-2019, upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Batch s97473 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c) per spec ####, effective: 28nov2016. There were no wrap attribute or variable defects recorded for the batch that would affect wrap temperature. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperature. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch additional information has been requested and will be provided as it becomes available. Follow-up (17may2019): new information received from product quality complaints includes: additional event description. Amendment: this follow-up report is being submitted to amend previously reported information: medwatch report type product problem added. Follow-up (11jul2019): new information received from product quality complaint group includes: investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: final statement was removed from narrative. Follow-up (22aug2019): new information received from product quality complaint group includes: updated investigation results. Company clinical evaluation comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. The product quality for the batch is not impacted by this complaint. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. The product quality for the batch is not impacted by this complaint. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] her skin was burned, tender, red, and blistered [burns second degree] , when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke [device breakage] , she had one of the wraps that did nothing [device ineffective] , ishe says whenever she has the neck tightness and pain she uses the back pain therapy wraps for her neck. [Device use issue] , now she has a mark and scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A 51-year-old no pregnant and no post-menopausal female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number s97473, expiration date mar2020, from 2019 to 2019 at unknown frequency for neck pain and neck tightness. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for product used for unknown indication and experienced no adverse effect. The patient previously used other heating pad and rice packet products for pain relief and did not experience a problem and symptom with one of these products. The patient opened pack, took off the sticker and put it on her body not too tight and not too loose. The patient used all day thermacare was used. She stated she bought some of the thermacare patches that wrap on the neck and one of them broke in 2019. She didn't know it was a problem until when she took it off and instantly her skin was burned in 2019. The area was really tender, red, and blistered. She said (company name) printed out on her receipt a recall notice for the thermacare products. She used the thermacare back pain therapy patches about 2 or 3 weeks ago. She ended up treating the area that was blistered and burned with some over the counter antiseptic burn cream and covered it. It took about 10 days to heal and now she had a mark and scar in 2019. She said whenever she had the neck tightness and pain she used the back pain therapy wraps for her neck in 2019. She then stated she had purchased 2 boxes of the product and the receipt said they were the same when asking about the upc, lot, and expiry. She stated she could find the second box at the moment. She said she will never use these pfizer products again. She had permanently stopped this product the same day she used it 2-3 weeks ago. She then mentioned out of the 2 boxes she had one of the wraps that did nothing and then the next day she had the one that broke in 2019. She had it on all day at work and it started to cool off. When she got home and took a shower she noticed that it must have broken and removed the piece left and her skin was burned. She asked if people really were that stupid and go the doctor if they have a burn that can be treated by themselves. She asked why was the product recalled. The patient was not currently under the care of a physician for any medical condition. She classified skin tone as medium, she did not have sensitive skin, and no any abnormal skin conditions. The color of the box patient purchased was red box. The patient was not engage in exercise while using the product (for example, running, bicycling). She checked her skin under the product while wearing thermacare, and she read the usage instructions on thermacare before using the product. She did not consult a healthcare professional for the problems/symptoms. She used herself over the counter antiseptic burn cream and covered it. It took about 10 days to heal. The packaging was sealed and intact. She might have some of the product left to send in if needed, she would have to dig through her drawer, however it was unsure if the sample can be available to be returned. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per (B)(4) bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28sep2018, version 1.0. A site investigation is in progress. Sample evaluation: forthcoming. Severity rank: s3. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events "her skin was burned, tender, red, and blistered" and "when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke" was recovered in 2019, the outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (17may2019): new information received from product quality complaints includes: additional event description. Amendment: this follow-up report is being submitted to amend previously reported information: medwatch report type product problem added. Company clinical evaluation comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] her skin was burned, tender, red, and blistered [burns second degree] , when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke [device breakage] , she had one of the wraps that did nothing [device ineffective] , ishe says whenever she has the neck tightness and pain she uses the back pain therapy wraps for her neck. [Device use issue] , now she has a mark and scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A 51-year-old no pregnant and no post-menopausal female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number s97473, expiration date mar2020, from 2019 to 2019 at unknown frequency for neck pain and neck tightness. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for product used for unknown indication and experienced no adverse effect. The patient previously used other heating pad and rice packet products for pain relief and not previously experienced a problem and symptom with one of these products. The patient opened pack, took off the sticker and put it on her body not too tight and not too loose. The patient used all day thermacare was used. She stated she bought some of the thermacare patches that wrap on the neck and one of them broke. She didn't know it was a problem until when she took it off and instantly her skin was burned. The area was really tender, red, and blistered. She said (company name) printed out on her receipt a recall notice for the thermacare products. She used the thermacare back pain therapy patches about 2 or 3 weeks ago. She ended up treating the area that was blistered and burned with some over the counter antiseptic burn cream and covered it. It took about 10 days to heal and now she has a mark and scar. She said whenever she has the neck tightness and pain she uses the back pain therapy wraps for her neck. She then stated she had purchased 2 boxes of the product and the receipt said they were the same when asking caller about the upc, lot, and expiry. She stated she could find the second box at the moment. She said she will never use these pfizer products again. She had permanently stopped this product the same day she used it 2-3 weeks ago. She then mentioned out of the 2 boxes she had one of the wraps that did nothing and then the next day she had the one that broke. She had it on all day at work and it started to cool off. When she got home and took a shower she noticed that it must have broken and removed the piece left and her skin was burned. She asked if people really are that stupid and go the doctor if they have a burn that can be treated by themselves. She asked why was the product recalled. The patient was not currently under the care of a physician for any medical condition. She classified skin tone as medium, she did not have sensitive skin, and no any abnormal skin conditions. The color of the box patient purchased was red box. The patient was not engage in exercise while using the product (for example, running, bicycling). She checked her skin under the product while wearing thermacare, and she read the usage instructions on thermacare beforw using the product. She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. She did not consult a healthcare professional for the problem(s)/symptom(s). She used herself over the counter antiseptic burn cream and covered it. It took about 10 days to heal. The packaging was sealed and intact. She might have some of the product left to send in if needed, she would have to dig through her drawer, however it was unsure if the sample can be available to be returned. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28sep2018, version 1.0. A site investigation is in progress. Sample evaluation: forthcoming. Severity rank: s3. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events "her skin was burned, tender, red, and blistered" and "when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke" was recovered in 2019, the outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (17may2019): new information received from product quality complaints includes: additional event description. Company clinical evaluation comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] her skin was burned, tender, red, and blistered [burns second degree] , when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke [device breakage] , she had one of the wraps that did nothing [device ineffective] , ishe says whenever she has the neck tightness and pain she uses the back pain therapy wraps for her neck. [Device use issue] , now she has a mark and scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A 51-year-old no pregnant and no post-menopausal female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number s97473, expiration date mar2020, from 2019 to 2019 at unknown frequency for neck pain and neck tightness. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for product used for unknown indication and experienced no adverse effect. The patient previously used other heating pad and rice packet products for pain relief and did not experience a problem and symptom with one of these products. The patient opened pack, took off the sticker and put it on her body not too tight and not too loose. The patient used all day thermacare was used. She stated she bought some of the thermacare patches that wrap on the neck and one of them broke in 2019. She didn't know it was a problem until when she took it off and instantly her skin was burned in 2019. The area was really tender, red, and blistered. She said (company name) printed out on her receipt a recall notice for the thermacare products. She used the thermacare back pain therapy patches about 2 or 3 weeks ago. She ended up treating the area that was blistered and burned with some over the counter antiseptic burn cream and covered it. It took about 10 days to heal and now she had a mark and scar in 2019. She said whenever she had the neck tightness and pain she used the back pain therapy wraps for her neck in 2019. She then stated she had purchased 2 boxes of the product and the receipt said they were the same when asking about the upc, lot, and expiry. She stated she could find the second box at the moment. She said she will never use these pfizer products again. She had permanently stopped this product the same day she used it 2-3 weeks ago. She then mentioned out of the 2 boxes she had one of the wraps that did nothing and then the next day she had the one that broke in 2019. She had it on all day at work and it started to cool off. When she got home and took a shower she noticed that it must have broken and removed the piece left and her skin was burned. She asked if people really were that stupid and go the doctor if they have a burn that can be treated by themselves. She asked why was the product recalled. The patient was not currently under the care of a physician for any medical condition. She classified skin tone as medium, she did not have sensitive skin, and no any abnormal skin conditions. The color of the box patient purchased was red box. The patient was not engage in exercise while using the product (for example, running, bicycling). She checked her skin under the product while wearing thermacare, and she read the usage instructions on thermacare beforw using the product. She did not consult a healthcare professional for the problems/symptoms. She used herself over the counter antiseptic burn cream and covered it. It took about 10 days to heal. The packaging was sealed and intact. She might have some of the product left to send in if needed, she would have to dig through her drawer, however it was unsure if the sample can be available to be returned. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events "her skin was burned, tender, red, and blistered" and "when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke" was recovered in 2019, the outcome of the other events was unknown. According to the product quality complaint group: conclusion: a site investigation was conducted on production records; a device malfunction was not identified during records review. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective (B)(6) 2019, version 5.0. Please evaluate for MDR. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch s97473 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 7 vs a upper control limit (ucl) of 14 following sop-105746 "complaint trending guideline", effective 05 feb 2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following quality tracking system (qts) search was performed: scope: responsible site notification date: 05/16/2017 through 05/16/2019/manufacturing site: pfizer albany/complaint class: product appearance complaint sub class: cells damaged/leaking. The qts search returned a total of 40 complaints for lower back and hip (lbh) products during this time period for the class/subclass. Three of the 40 complaints were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking defects. Additional information has been requested and will be provided as it becomes available. Follow-up (17may2019): new information received from product quality complaints includes: additional event description. Amendment: this follow-up report is being submitted to amend previously reported information: medwatch report type product problem added. Follow-up (11jul2019): new information received from product quality complaint group includes: investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: final statement was removed from narrative. Company clinical evaluation comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device. , comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Conclusion: a site investigation was conducted on production records; a device malfunction was not identified during records review. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt-38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23-apr-2019, version 5.0. Please evaluate for MDR. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch s97473 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 7 vs a upper control limit (ucl) of 14 following sop-105746 "complaint trending guideline", effective 05 feb 2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following quality tracking system (qts) search was performed: scope: responsible site notification date: 05/16/2017 through 05/16/2019/manufacturing site: pfizer albany/complaint class: product appearance complaint sub class: cells damaged/leaking. The qts search returned a total of 40 complaints for lowe.

Manufacturer narrative:
Conclusion: a site investigation was conducted on production records; a device malfunction was not identified during records review. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23-apr-2019, version 5.0. Please evaluate for MDR. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch s97473 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 7 vs a upper control limit (ucl) of 14 following sop-105746 "complaint trending guideline", effective 05 feb 2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following quality tracking system (qts) search was performed: scope: responsible site notification date: 05/16/2017 through 05/16/2019/manufacturing site: pfizer albany/complaint class: product appearance complaint sub class: cells damaged/leaking. The qts search returned a total of 40 complaints for lowe

Event description:
Event verbatim [preferred term] her skin was burned, tender, red, and blistered [burns second degree] , when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke [device breakage] , she had one of the wraps that did nothing [device ineffective] , ishe says whenever she has the neck tightness and pain she uses the back pain therapy wraps for her neck. [Device use issue] , now she has a mark and scar [scar]. Case narrative:this is a spontaneous report from a contactable consumer. A 51-year-old no pregnant and no post-menopausal female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number s97473, expiration date mar2020, from 2019 to 2019 at unknown frequency for neck pain and neck tightness. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for product used for unknown indication and experienced no adverse effect. The patient previously used other heating pad and rice packet products for pain relief and did not experience a problem and symptom with one of these products. The patient opened pack, took off the sticker and put it on her body not too tight and not too loose. The patient used all day thermacare was used. She stated she bought some of the thermacare patches that wrap on the neck and one of them broke in 2019. She didn't know it was a problem until when she took it off and instantly her skin was burned in 2019. The area was really tender, red, and blistered. She said (company name) printed out on her receipt a recall notice for the thermacare products. She used the thermacare back pain therapy patches about 2 or 3 weeks ago. She ended up treating the area that was blistered and burned with some over the counter antiseptic burn cream and covered it. It took about 10 days to heal and now she had a mark and scar in 2019. She said whenever she had the neck tightness and pain she used the back pain therapy wraps for her neck in 2019. She then stated she had purchased 2 boxes of the product and the receipt said they were the same when asking about the upc, lot, and expiry. She stated she could find the second box at the moment. She said she will never use these pfizer products again. She had permanently stopped this product the same day she used it 2-3 weeks ago. She then mentioned out of the 2 boxes she had one of the wraps that did nothing and then the next day she had the one that broke in 2019. She had it on all day at work and it started to cool off. When she got home and took a shower she noticed that it must have broken and removed the piece left and her skin was burned. She asked if people really were that stupid and go the doctor if they have a burn that can be treated by themselves. She asked why was the product recalled. The patient was not currently under the care of a physician for any medical condition. She classified skin tone as medium, she did not have sensitive skin, and no any abnormal skin conditions. The color of the box patient purchased was red box. The patient was not engage in exercise while using the product (for example, running, bicycling). She checked her skin under the product while wearing thermacare, and she read the usage instructions on thermacare beforw using the product. She did not consult a healthcare professional for the problems/symptoms. She used herself over the counter antiseptic burn cream and covered it. It took about 10 days to heal. The packaging was sealed and intact. She might have some of the product left to send in if needed, she would have to dig through her drawer, however it was unsure if the sample can be available to be returned. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events "her skin was burned, tender, red, and blistered" and "when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke" was recovered in 2019, the outcome of the other events was unknown. According to the product quality complaint group: conclusion: a site investigation was conducted on production records; a device malfunction was not identified during records review. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23-apr-2019, version 5.0. Please evaluate for MDR. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Summary of investigation: batch s97473 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 7 vs a upper control limit (ucl) of 14 following (B)(4) "complaint trending guideline", effective 05 feb 2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following quality tracking system (qts) search was performed: scope: responsible site notification date: 05/16/2017 through 05/16/2019/manufacturing site: pfizer albany/complaint class: product appearance complaint sub class: cells damaged/leaking. The qts search returned a total of 40 complaints for lower back and hip (lbh) products during this time period for the class/subclass. Three of the 40 complaints were identified as having a manufacturing related root cause of the wrap having cells/damaged/ leaking defects. Additional information has been requested and will be provided as it becomes available. Follow-up (17may2019): new information received from product quality complaints includes: additional event description. Amendment: this follow-up report is being submitted to amend previously reported information: medwatch report type product problem added. Follow-up (11jul2019): new information received from product quality complaint group includes: investigation results. Company clinical evaluation comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Her skin was burned, tender, red, and blistered [burns second degree], when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke [device breakage], she had one of the wraps that did nothing [device ineffective], he says whenever she has the neck tightness and pain she uses the back pain therapy wraps for her neck. [Device use issue], now she has a mark and scar [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A 51-year-old no pregnant and no post-menopausal female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number s97473, expiration date mar2020, from 2019 to 2019 at unknown frequency for neck pain and neck tightness. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for product used for unknown indication and experienced no adverse effect. The patient previously used other heating pad and rice packet products for pain relief and did not experience a problem and symptom with one of these products. The patient opened pack, took off the sticker and put it on her body not too tight and not too loose. The patient used all day thermacare was used. She stated she bought some of the thermacare patches that wrap on the neck and one of them broke in 2019. She didn't know it was a problem until when she took it off and instantly her skin was burned in 2019. The area was really tender, red, and blistered. She said (company name) printed out on her receipt a recall notice for the thermacare products. She used the thermacare back pain therapy patches about 2 or 3 weeks ago. She ended up treating the area that was blistered and burned with some over the counter antiseptic burn cream and covered it. It took about 10 days to heal and now she had a mark and scar in 2019. She said whenever she had the neck tightness and pain she used the back pain therapy wraps for her neck in 2019. She then stated she had purchased 2 boxes of the product and the receipt said they were the same when asking about the upc, lot, and expiry. She stated she could find the second box at the moment. She said she will never use these pfizer products again. She had permanently stopped this product the same day she used it 2-3 weeks ago. She then mentioned out of the 2 boxes she had one of the wraps that did nothing and then the next day she had the one that broke in 2019. She had it on all day at work and it started to cool off. When she got home and took a shower she noticed that it must have broken and removed the piece left and her skin was burned. She asked if people really were that stupid and go the doctor if they have a burn that can be treated by themselves. She asked why was the product recalled. The patient was not currently under the care of a physician for any medical condition. She classified skin tone as medium, she did not have sensitive skin, and no any abnormal skin conditions. The color of the box patient purchased was red box. The patient was not engage in exercise while using the product (for example, running, bicycling). She checked her skin under the product while wearing thermacare, and she read the usage instructions on thermacare beforw using the product. She did not consult a healthcare professional for the problems/symptoms. She used herself over the counter antiseptic burn cream and covered it. It took about 10 days to heal. The packaging was sealed and intact. She might have some of the product left to send in if needed, she would have to dig through her drawer, however it was unsure if the sample can be available to be returned. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events "her skin was burned, tender, red, and blistered" and "when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke" was recovered in 2019, the outcome of the other events was unknown. According to the product quality complaint group per updated summary: batch s97473 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. A site investigation was conducted on production records; a device malfunction was not identified during records review. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt-# hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "on neck broke" and received a burn and blister. The cause of the burn and blister due to the wrap "breaking" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (17may2019): new information received from product quality complaints includes: additional event description. Amendment: this follow-up report is being submitted to amend previously reported information: medwatch report type product problem added. Follow-up (11jul2019): new information received from product quality complaint group includes: investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: final statement was removed from narrative. Follow-up (22aug2019): new information received from product quality complaint group includes: updated investigation results. Follow -up (27aug2019): new information received from product quality complaint group includes: updated investigation results. Company clinical evaluation comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. The product quality for the batch is not impacted by this complaint. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. The product quality for the batch is not impacted by this complaint. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
A site investigation was conducted on production records; a device malfunction was not identified during records review. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt-# hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "on neck broke" and received a burn and blister. The cause of the burn and blister due to the wrap "breaking" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch lot trend actions taken: a trend does not exist for this batch.

Event description:
Her skin was burned, tender, red, and blistered [burns second degree], when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke [device breakage] , she had one of the wraps that did nothing [device ineffective] , she says whenever she has the neck tightness and pain she uses the back pain therapy wraps for her neck. [Device use issue] , now she has a mark and scar [scar]. Case narrative: this is a spontaneous report from a contactable consumer. A 51-year-old not pregnant and not post-menopausal female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number s97473, expiration date mar2020, from 2019 to 2019 at unknown frequency for neck pain and neck tightness. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for product used for unknown indication and experienced no adverse effect. The patient previously used other heating pad and rice packet products for pain relief and did not experience a problem and symptom with one of these products. The patient opened pack, took off the sticker and put it on her body not too tight and not too loose. The patient used all day thermacare. She stated she bought some of the thermacare patches that wrap on the neck and one of them broke in 2019. She didn't know it was a problem until when she took it off and instantly her skin was burned in 2019. The area was really tender, red, and blistered. She said (company name) printed out on her receipt a recall notice for the thermacare products. She used the thermacare back pain therapy patches about 2 or 3 weeks ago. She ended up treating the area that was blistered and burned with some over the counter antiseptic burn cream and covered it. It took about 10 days to heal and now she had a mark and scar in 2019. She said whenever she had the neck tightness and pain she used the back pain therapy wraps for her neck in 2019. She then stated she had purchased 2 boxes of the product and the receipt said they were the same when asking about the upc, lot, and expiry. She stated she could find the second box at the moment. She said she will never use these pfizer products again. She had permanently stopped this product the same day she used it 2-3 weeks ago. She then mentioned that out of the 2 boxes, she had one of the wraps that did nothing and then the next day she had the one that broke in 2019. She had it on all day at work and it started to cool off. When she got home and took a shower she noticed that it must have broken and removed the piece left and her skin was burned. She asked if people really were that stupid and go the doctor if they have a burn that can be treated by themselves. She asked why was the product recalled. The patient was not currently under the care of a physician for any medical condition. She classified skin tone as medium, she did not have sensitive skin, and not any abnormal skin conditions. The color of the box patient purchased was red box. The patient was not engaging in exercise while using the product (for example, running, bicycling). She checked her skin under the product while wearing thermacare, and she read the usage instructions on thermacare before using the product. She did not consult a healthcare professional for the problems/symptoms. She used herself over the counter antiseptic burn cream and covered it. It took about 10 days to heal. The packaging was sealed and intact. She might have some of the product left to send in if needed, she would have to dig through her drawer, however it was unsure if the sample can be available to be returned. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events "her skin was burned, tender, red, and blistered" and "when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke" was recovered in 2019, the outcome of the other events was unknown. According to the product quality complaint group per updated summary: batch s97473 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. A site investigation was conducted on production records; a device malfunction was not identified during records review. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt-# hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch lot trend actions taken: a trend does not exist for this batch. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "on neck broke" and received a burn and blister. The cause of the burn and blister due to the wrap "breaking" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (17may2019): new information received from product quality complaints includes: additional event description. Amendment: this follow-up report is being submitted to amend previously reported information: medwatch report type product problem added. Follow-up (11jul2019): new information received from product quality complaint group includes: investigation results. Amendment: this follow-up report is being submitted to amend previously reported information: final statement was removed from narrative. Follow-up (22aug2019): new information received from product quality complaint group includes: updated investigation results. Follow -up (27aug2019): new information received from product quality complaint group includes: updated investigation results. Follow-up (15oct2019): new information received from product quality complaint group includes: updated information on trend analysis. Company clinical evaluation comment based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. The product quality for the batch is not impacted by this complaint. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. The product quality for the batch is not impacted by this complaint. The root cause category is non-assignable (complaint not confirmed). Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Her skin was burned, tender, red, and blistered [burns second degree], when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke [device breakage], now she has a mark and scar [scar], she says whenever she has the neck tightness and pain she uses the back pain therapy wraps for her neck [device use issue], she had one of the wraps that did nothing [device ineffective]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) no pregnant and no post-menopausal female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number s97473, expiration date mar2020 , from 2019 to 2019 at unknown frequency for neck pain and neck tightness. Medical history was none. There were no concomitant medications. The patient previously took thermacare heatwraps for product used for unknown indication and experienced no adverse event. The patient previously used other heating pad and rice packet products for pain relief and not previously experienced a problem and symptom with one of these products. The patient opened pack, took off the sticker and put it on her body not too tight and not too loose. The patient used all day thermacare was used. She stated she bought some of the thermacare patches that wrap on the neck and one of them broke. She didn't know it was a problem until when she took it off and instantly her skin was burned. The area was really tender, red, and blistered. She said (company name) printed out on her receipt a recall notice for the thermacare products. She used the thermacare back pain therapy patches about 2 or 3 weeks ago. She ended up treating the area that was blistered and burned with some over the counter antiseptic burn cream and covered it. It took about 10 days to heal and now she has a mark and scar. She said whenever she has the neck tightness and pain she uses the back pain therapy wraps for her neck. She then stated she had purchased 2 boxes of the product and the receipt said they were the same when asking caller about the upc, lot, and expiry. She stated she could find the second box at the moment. She said she will never use these pfizer products again. She had permanently stopped this product the same day she used it 2-3 weeks ago. She then mentioned out of the 2 boxes she had one of the wraps that did nothing and then the next day she had the one that broke. She had it on all day at work and it started to cool off. When she got home and took a shower she noticed that it must have broken and removed the piece left and her skin was burned. She asked if people really are that stupid and go the doctor if they have a burn that can be treated by themselves. She asked why was the product recalled. The patient was not currently under the care of a physician for any medical condition. She classified skin tone as medium, she did not have sensitive skin, and no any abnormal skin conditions. The color of the box patient purchased was red box. The patient was not engage in exercise while using the product (for example, running, bicycling). She checked her skin under the product while wearing thermacare, and she read the usage instructions on thermacare before using the product? She was not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. She did not consult a healthcare professional for the problem(s)/symptom(s). She used herself over the counter antiseptic burn cream and covered it. It took about 10 days to heal. The packaging was sealed and intact. She might have some of the product left to send in if needed, she would have to dig through her drawer, however it was unsure if the sample can be available to be returned. The action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2019. The outcome of the events "her skin was burned, tender, red, and blistered" and "when she got home and took a shower she noticed that it must have broken/one of them broke/she had the one that broke" was recovered in 2019, the outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burn blister and device leakage described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events scar, device use issue and device ineffective are assessed as non-serious. The above events are medically assessed as associated with the use of the device.